Event description:
Dr. 1 was shaving the shoulder arthroscopically and the tip of the shaver broke off in the shoulder. It was easily retrieved with the grasper, and the shaver was evaluated by team members after passed off the field to ensure it was intact. A x-ray was taken to be extra sure and read negative by dr. 2.